Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to the patient injury previously. Device issue: stent dislodgement. It was reported that when the xience stent delivery system (sds) was inflated in the lesion, the stent was observed to be missing. The stent was found in the protective sheath. Another xience was used to complete the procedure. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visable. There was no contrast visible. There was fluid visible in the inflation lumen and in the balloon. The stent implant was returned dislodged. There were stretched struts in the tenth, eleventh, and twelfth row at the distal end of the stent implant. The distal end of the stent implant was bent. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. There was fluid visible in the inflation lumen and in the loosely folded balloon. This is consistent with the reported information that the device was inflated. The stent implant was returned dislodged, confirming the reported stent dislodgement. The damage to the stent is consistent with handling during sheath removal or during handling of the stent implant during packaging and shipping back to abbott vascular for analysis. To ensure this type of damage is not the result of a manufacturing issue, all products are 100% visually inspected for damage, including the point where the protective sheath is put on the product. Return of the protective sheath may have aided in evaluation of the noted stent damage. It should be noted that the xience v instructions for use (IFU) states, "prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon." Potential causes for stent dislodgement, as observed in past incidents, may include positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. Analysis of the returned device noted that there were crimp marks on the balloon between the markers, suggesting that the stent implant was originally crimped in the correct location. The manufacturing records for this product were reviewed and there were no non-conformances that could have contributed to this complaint and all lot release testing met specification. A conclusive cause for the stent damage and dislodgement could not be determined and there is no indication of a product quality issue. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.